Manufacturer narrative:
Upon receipt of the product, visual and functional inspection were performed. The coil was not returned, only the device positioning unit (dpu) was received. Visual inspection revealed that the resheathing tool was advanced over the proximal end of the green introducer. Located off the dpu's distal tip, the pet angle ring was severely damaged and was pushed proximally. The dpu passed electrical testing. The most likely root cause of the non detachment followed by an unintended detachment in the microcatheter was due to the melted detachment fiber pooling around and above the detachment zone. The melted fiber temporarily captured the coil before releasing it during retraction in the microcatheter. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our (B)(4) database yielded no other complaints of this type with this lot.

Event description:
The coil failed to detach despite numerous attempts. During withdrawal, the coil detached unintentionally in the microcatheter. Report further indicated that it took two (2) hours longer than scheduled to finish the procedure as a result. Patient was reportedly find post surgery.